Event description:
Per the surgeon, the patient was explanted in 2009, due to multiple infections, and an abscess at the implant site. The infection was treated with a pic line for antibiotics (type not reported). The patient has no plans for reimplantation at the time of this report.